Manufacturer narrative:
Service visited on (B)(6) 2011, and replaced valve and blade holder. It stopped leaking for a few days but leakage came back. The field service engineer (fse) replaced the line 118 and inspected tubing from cap piercer to waste collection. The fse found that quad ring for the cap piercer slider was missing and was causing a small amount of fluid to accumulate beneath cap piercer. The fse replaced the quad ring, and no leak was observed and no moisture detected beneath the blade. Replacing the quad ring resolved the issue. No further complaint of cap piercer flooding had been filed as of (B)(6) 2011.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from cap piercer on unicel dxc 800 pro synchron clinical system. There was no effect to patient or user.